Manufacturer narrative:
This is the second of two reports for the same patient, as product was received for evaluation from both complaint lot number 10274470 and an unknown complaint lot. This report represents the unknown complaint lot received; please see additional report submitted under manufacturer internal reference number (B)(4). For a description of complaint lot 10274470. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
As reported by an optician on (B)(6) 2016, a consumer experienced a corneal ulcer due to deformed contact lenses. The event was reported as resolved. Additional information has been requested, but has not been received.

Manufacturer narrative:
H.3., h.6.: this is the second of two reports for the same patient, as product was received for evaluation from both complaint lot number 10274470 and an unknown complaint lot. This report represents the unknown complaint lot received; please see additional report submitted under manufacturer internal reference number (B)(4) for a description of complaint lot 10274470. Opened samples from the unknown lot were returned for evaluation- sample one was found to be defective with a surface damage located in the optic zone and sample two was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Information corrected in the previously submitted smdr (B)(4) : b.3., e.1. Information corrected in this smdr: h.10. And FDA evaluation codes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This file has been sent to correct the previously missed follow up 2 reports. H.3., h.6.: this is the second of two reports for the same patient, as product was received for evaluation from both complaint lot number 10274470 and an unknown complaint lot. This report represents the unknown complaint lot received; please see additional report submitted under manufacturer internal reference number (B)(4) for a description of complaint lot 10274470. Opened samples from the unknown lot were returned for evaluation- sample one was found to be defective with a surface damage located in the optic zone and sample two was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Information corrected in the previously submitted smdr (B)(4): b.3., e.1. Information corrected in this smdr: h.10. And FDA evaluation codes the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the second of two reports for the same patient, as product was received for evaluation from both complaint lot number 10274470 and an unknown complaint lot. This report represents the unknown complaint lot received; please see additional report submitted under manufacturer internal reference number (B)(4) for a description of complaint lot 10274470. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).